Event description:
The customer stated, she was hospitalized for high blood glucose. The blood glucose reading was 440 mg/dl during the call. The customer stated she has changed the infusion set three times since the hospitalization and she continues to get no delivery alarms. Troubleshooting was performed and the insulin pump did not pass the prime test. Unable to perform the prime test with a new test as the customer had no supplies with her during the call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.